Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon unraveled and broke into pieces. She was able to manually remove the pieces and was confident no tampon pieces remained inside. She went to her obgyn for an unrelated issue and mentioned the incident to him. The doctor examined her and stated everything was fine and there were no tampon pieces left inside.